Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable ise indirect gen.2 potassium results for an unknown number of patient samples and errors upon calibration. The printed circuit board (pcb) ise preamplifier was replaced, acceptable calibration and qc were performed, and the patient samples repeated. Of the data provided for eight patient samples, only the results for four of the samples were discrepant. (B)(6). The initial results were sent to the customer's laboratory information system (lis). There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided.